Manufacturer narrative:
Occupation: other, senior counsel, litigation. Date of event: please note that the exact event date is unknown and the event date is the complaint awareness date. As reported, the patient underwent placement of an optease retrievable vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had tilted to the right and was touching the wall of the inferior vena cava (ivc) and had migrated to the bifurcation of the common iliac veins. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and migration events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the ivc including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to: inferior vena cava (ivc) filter is tilted to the right and the filter touches the wall of the vena cava. Additionally, the filter has migrated and it appears to be in between the proximal bifurcation of the common iliac veins.

Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The patient is reported to have had a history of multiple extremity fractures, traumatic brain injury and an inability to anticoagulate. The indication for the filter placement was not reported. The filter was implanted via the left common femoral vein and placed at an l3 position without complications. Approximately eight years after the filter implantation, the patient became aware that the filter had tilted to the right and was touching the wall of the inferior vena cava (ivc). In addition, fragmented filter struts had migrated and appeared to be at the proximal bifurcation of the common iliac veins. However, further information indicated that the filter had not fractured. The filter was also associated with blood clots, clotting and/or occlusion of the ivc. In addition, the patient indicated that the filter could not be retrieved; though later information indicated that attempts to retrieve were not attempted. The patient further reported having experienced continuous discomfort and mental anguish associated with the filter. In addition, the patient reported that they were ¿tring to cover it up by say breast cancer¿. Further clarification of this statement was not provided. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to: inferior vena cava (ivc) filter is tilted to the right and the filter touches the wall of the vena cava. Additionally, the filter has migrated and it appears to be in between the proximal bifurcation of the common iliac veins. Additional information received per the patient profile form (ppf) states that the patient experienced tilting of the filter, migration of fractured struts, blood clots, clotting, and or occlusion of the inferior vena cava (ivc). The patient became aware of the reported events approximately eight years after the index procedure. The document states that there was an unsuccessful removal attempt. The device was unable to be retrieved. The patient continues to experience discomfort and mental anguish. Although the form states "migration of fractured struts," it also states that the struts were not fractured. The form states, "trying to cover it up by say breast cancer." As per the implant records, the patient¿s preoperative diagnosis included multiple extremity fractures, traumatic brain injury and inability to anticoagulate. Using fluoroscopic guidance, the filter was introduced to the area of the 2-3 disk space and deployed at the level of the third vertebra. It deployed without complication. The patient returned to the intensive care unit in good and stable condition. There were no complications.

Manufacturer narrative:
Patient information provided in sex and weight.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to: inferior vena cava (ivc) filter is tilted to the right and the filter touches the wall of the vena cava. Additionally, the filter has migrated and it appears to be in between the proximal bifurcation of the common iliac veins. Additional information received per the patient profile form (ppf) states that the patient experienced tilting of the filter, migration of fractured struts, blood clots, clotting, and or occlusion of the inferior vena cava (ivc). The patient became aware of the reported events approximately eight years after the index procedure. The document states that there was an unsuccessful removal attempt. The device was unable to be retrieved. The patient continues to experience discomfort and mental anguish. Although the form states "migration of fractured struts," it also states that the struts were not fractured. The form states, "trying to cover it up by say breast cancer."

Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to inferior vena cava (ivc) filter is tilted to the right and the filter touches the wall of the vena cava. Additionally, the filter has migrated, and it appears to be in between the proximal bifurcation of the common iliac veins. Per the patient profile form (ppf), the patient reports tilting of the filter, migration of fractured struts, blood clots, clotting, and or occlusion of the inferior vena cava (ivc). The document states that there was an unsuccessful removal attempt. The patient continues to experience discomfort and mental anguish. Although the form contraindicates itself by stating "migration of fractured struts," and that the struts were not fractured. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.